Manufacturer narrative:
D6; device returned with no lot ID. 10/17/1996 surgeon was performing a anterior resection for diverticular disease causing massive colonic bleeding. The pt had significant inflammatory disease within the pelvis. A relatively low anterior anastomosis was performed. The cdh appeared to function normally. Two good donuts were obtained, however, there were no staples fired. There was no anastomosis. The instrument is being returned for our eval. The surgeon proceeded to do a hand sewn, low anterior anastomosis using a single layer of sutures. There was no leak. The pt healed and left the hosp in a normal length of time. In the post operative period the pt developed a colovaginal fistula. The dr hopes to repair it through a vaginal approach if possible. The instrument is being returned to us.

Event description:
The instrument was used during a hartmans ii. It was reported dr. Was taking down a colostomy bag. She fired the instrument. There was no sign of any staples that should have closed the anastomosis. She heard an audible click and got perfect "donuts" but no sign of staples in the body or stapler. Bowel contents spilled into the abdomen. Medication was required. Pt reportedly doing well now. 10/17/96 surgeon was performing a anterior resection for diverticular disease causing massive colonic bleeding. The pt had significant inflammatory disease within the pelvis. A relatively low anterior anastomosis was performed. The cdh appeared to function normally. Two good donuts were obtained, however, there were no staples fired. There was no anastomosis. The instrument is being returned for evaluation. The surgeon proceeded to do a hand sewn, low anterior anastomosis using a single layer of sutures. There was no leak. The pt healed and left the hospital in a normal length of time. In the post operative period the pt developed a colovaginal fistula. The dr hopes to repair it through a vaginal approach if possible. The instrument is being returned to co.